Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the station and applied the knowledge article ¿medes/pas: single/some keys not responding.¿ after attempting a reboot, the station went to a blue screen and the medapp did not launch. The tss then applied the knowledge article ¿med application not launching automatically; station at blue screen,¿ deployed the required package, and rebooted the station. The medapp launched automatically after the reboot. The tss requested the customer to check whether the user could access the station and dispense medication. The customer logged in successfully, confirmed that all keyboard keys were working, and verified that the users were able to dispense medications without any interruptions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user unable to login. Keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.